Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leads were explanted due to an infection at the pocket site. There was also redness noted at the pocket site. No further patient complications have been reported as a result of this event.